Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, caller was not able to successfully start sensor. Cgm error code recurred. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.